Manufacturer narrative:
Concomitant medical product: 6942-58 lead implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead was experiencing undersensing and was unable to sense the patient¿s atrial rhythm at the most sensitive setting. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.